Event description:
During procedure, handpiece would not work, console reading "check handpiece" and "shaver insert not detected". The 2nd handpiece was out for repair, and it was thought a backup had been delivered by sales rep, which was not the case. Md had to convert shoulder arthroscopic procedure to open one.